Event description:
It was reported that the imaging catheter got stuck with the lesion. During a percutaneous coronary intervention, an opticross¿ was used along with two unspecified guidewires. The device and the guidewires got tangled and became difficult to remove from the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the kink was observed in the telescope assembly at 71.5 cm from femoral marker to the proximal end. A kink was observed in the distal tip assembly at 99.0 cm from femoral marker to the distal, proximal end. The telescope assembly was able to properly pull back, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter got stuck with the lesion. During a percutaneous coronary intervention, an opticross¿ was used along with two unspecified guidewires. The device and the guidewires got tangled and became difficult to remove from the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).